Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a sound of air leakage. Upon checking, they found a crack on the tube. Patient had a replacement of the tube.

Manufacturer narrative:
Additional information: d4(MFR name, street 1. MFR city, MFR region, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: one sample was received for evaluation, and the reported event was confirmed. The device failed to meet specification as it was received or made available for evaluation. A visual inspection was performed and it was noticed the proximal end was split. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.